Event description:
It was reported the gastrointestinal videoscope had problems with reprocessing. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: burned c-cover based on the results of the investigation, it is likely the following led to the malfunction: a leak at biopsy channel and insertion part. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had problems with reprocessing. The issue occurred during reprocessing. There were no reports of patient involvement.